Event description:
It was reported that the user who participated in the survey for ilet experience study experienced hypoglycemia and believed too much insulin was delivered; the user reported recurrent nighttime lows, recent illness, and treatment of lows with cake icing, and provided no additional event specifics. Investigation included review of user feedback. Investigation of this case revealed insufficient information to identify a device malfunction or component issue, and no alerts or alarms were reported. No clinical symptoms associated with low blood glucose reported. Outcomes included self-treatment without escalation of care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.